Event description:
It was reported that the lesion was in the mid left anterior descending (lad) artery and was accessed using a balance middleweight guide wire. The lesion had moderate calcification and mild tortuosity, with a 90% stenosis; therefore, pre-dilatation was performed with a 2.5 x 12 mm voyager balloon. A 3.0 x 28 mm xience v stent was deployed at the mid lad; however, after deployment of the stent, a dissection was noted at the distal end of the stent. A 2.5 x 15 mm xience v stent was used to cover that dissection successfully. There was no patient adverse effects or a clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance heavyweight. Guide cath: xb 3.5 (6f). There was no reported product deficiency. The reported patient effect of dissection, as listed in the instructions for use (IFU)is a known adverse event associated with coronary stenting procedures. Dissections can be influenced by several factors including, but not limited to, lesion characteristics, procedural technique, and device size selection. It should be noted that the IFU states: implanting a stent may lead to dissection of the vessel distal and / or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.